Event description:
Oxygenator was leaking from the outlet side where the luer, temp port, and 3/8 line leave the integrated filter. The perfusionist applied bone wax to the oxygenator because it began to leak while the patient was on bypass. The perfusionist was unable to get it to stop leaking. The performance of the oxygenator was not affected, but it continued to leak throughout the case. No incident with patient. Product indicated as in use.

Manufacturer narrative:
"Oxygenator leak." The returned devices were returned and forwarded to (B)(4) for evaluation as they were not manufactured at our facility. First, the quality engineer removed the bone wax, cleaned and disinfected the oxygenator in the laboratory. After that the quality engineer tested the device for tightness. The quality engineer filled the oxygenator blood sided with water and found a leakage at the connection of the recirculation line. The reason for this failure is a failure during mounting. Apparently, the tube was expanded too much for connecting the tube. The quality engineer informed production to be more careful in the future. (B)(4).